Event description:
It was reported that the pt slapped the implant site. After that the pt was no longer able to hear. Testing showed that all electrode channels were hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.